Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#:(B)(4). The test strips have been discarded by the customer and will not be returned.

Event description:
The customer complained of discrepant results for 1 patient tested for roche cardiac poc troponin t on a cobas h232 instrument with serial number (B)(4). The patient presented to the emergency department at the hospital because she was having chest pains. The initial result from the h232 instrument was 920 ng/l. The physician saw this result and sent the patient to a different hospital for a laboratory test. The customer stated the patient had received an injection of toradol just before blood was drawn for the result of 920 ng/l. The patient was tested the same day at the other hospital for troponin t hs stat on a cobas 6000 e 601 module and the result was 4 ng/l. On (B)(6) 2018 the patient was tested at 2:03 p.m. On the e601 module and troponin t hs stat result was and 4 ng/l. The other hospital requested that the customer centrifuge the original sample from (B)(6) 2018 and send the plasma sample for testing on the e601 module. This sample was tested on the e601 module and the troponin t hs stat result was 3 ng/l. The patient was diagnosed as non-stemi at the other hospital and was discharged on (B)(6) 2018. There was no allegation that an adverse event occurred due to the device. On (B)(6) 2018 the customer repeated the same sample that had initially been run on the h232 instrument and the result from the h232 instrument was 870 ng/l. Qc results from the past month have been within the acceptable range. The customer suspects an interference which is causing the troponin t result from the h232 instrument to be falsely elevated. The h232 instrument and test strips were requested for investigation; however, the test strips have been discarded and will not be returned. Neither the h232 instrument nor a similar device is sold in the united states. Relevant retention material roche cardiac poc troponin t of lot 24141810 was measured on a qualified cobas h232 with: three native blood samples and one spiked blood sample (c=approx. 900 ng/l), in comparison to our master lot 282378-80. Each blood sample n=three test strip with each lot. Measurement with retention material 24141810 on qualified cobas h232: first native blood sample : 1.measurement :< 40 ng/l , 2.measurement: < 40 ng/l , 3.measurement: < 40 ng/l . Second native blood sample: 1.measurement :< 40 ng/l , 2.measurement: < 40 ng/l , 3.measurement: < 40 ng/l . Third native blood sample : 1.measurement :< 40 ng/l , 2.measurement: < 40 ng/l , 3.measurement: < 40 ng/l . First spiked blood sample (c=approx.900 ng/l) 1.measurement : 988 ng/l , 2.measurement: 933 ng/l , 3.measurement: 1063 ng/l. Measurements with master lot 28237880 on a qualified cobas h232: first native blood sample : 1.measurement :< 40 ng/l , 2.measurement: < 40 ng/l , 3.measurement: < 40 ng/l . Second native blood sample: 1.measurement :< 40 ng/l , 2.measurement: < 40 ng/l , 3.measurement: < 40 ng/l . Third native blood sample : 1.measurement :< 40 ng/l , 2.measurement: < 40 ng/l , 3.measurement: < 40 ng/l . First spiked blood sample (c=approx.900 ng/l) 1.measurement : 1044 ng/l , 2.measurement: 861 ng/l , 3.measurement: 793 ng/l . The results of all the measurements fulfill the requirements.

Manufacturer narrative:
As no product was returned, the investigation could not be completed. The investigation was unable to determine a definitive root cause.